Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and tested for leaks. Microscopic evaluation revealed that both outer cylinders tubes and fabric threads were detached at the proximal end of the cylinder from a sharp instrument. The first cylinder exhibited a hole in the inner tube from fatigue in the proximal end of the cylinder, the component did not pass leakage test. Cylinder two was tested for leaks and no leaks were identified. Cylinder two had a bulge in the proximal end when inflated. The pump passed visual inspection and leakage testing. The pump did not pass activation testing. The reservoir had wear at a fold in the shell and it passed the leakage testing. Based on the information available and analysis results, the hole and the fluid leak identified in the first cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a tear in the cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a tear in the cylinder. No patient complications were reported.